Manufacturer narrative:
Reference record 1458204. It was determined the device involved was not abbvie branded tubing.

Event description:
Refer to h10.

Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa start date was (B)(6) 2017. It was reported (B)(6) 2019 that the patient had a lot of secretion from the peg site and redness. In addition there is blood coming out from the peg. The physician sent patient to have a culture and prescribed oral antibiotic augmentin and topical polydine for the small wound that caused the bleeding.